Manufacturer narrative:
Product event summary: analysis found that the battery contacts were visibly contaminated. The lens in the lower display was slightly damaged. The main board needed to be updated so the main board was replaced. Visible signs of contamination were removed from the battery contacts. The device then passed all tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.